Event description:
It was reported the patient had fallen and there was evidence of the right atrial (ra) and right ventricular (rv) leads being dislodged. The leads were repositioned and at follow up approximately two weeks later there was evidence of no capture with the lead and loss of atrial and ventricular stimulation. An x-ray identified the leads were dislodged. The ra and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.